Manufacturer narrative:
This notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunction, failed, or otherwise to the reported outcome. Specifically: no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified. No causal or contributory relationship between the device and the reported death has been established. The available information indicated the death is attributable to factors unrelated to the device. Based on the totality of evidence, this event does not meet the criteria or reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, tis case has been reassessed to be non-reportable. This event will continue to be documented and trended per internal quality system requirements.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
This notification is being reviewed due to a user of philips CPAP device stating that his wife passed and he would want to have the device repaired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.